Manufacturer narrative:
Zimvie complaint number (B)(4) h6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the implant in site 21 had possible bacterial peri-implantitis / trauma from occlusion. Observed during routine radiographic evaluation. Implant was removed. Noted infection, inflammation.